Manufacturer narrative:
(B)(4). During the event history log review, an increased intra-peritoneal volume event was identified. The cause of the reported issue was determined to be false empty detect and use error, inappropriate bypass of the low drain volume (ldv) alarm, not including I-drain. Homechoice / homechoice pro apd systems patient at-home guide gives instructions on how to bypass ldv alarm. A review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy that was initiated on (B)(6) 2013 21:55:32. During night drain cycle five, the patient's ultrafiltration reading was 2513 ml, indicating the home patient (hp) drained 2513 ml more than their maximum programmed fill volume of 2200 ml. No additional information is available.